Event description:
The contour next link initially had a frozen display. When the problem was corrected, the customer ran a blood test and received a reading of 46mg/dl. Customer stated she has hypoglycemic unawareness. She felt weak, so drank (B)(6) and ate. Ultimately, she felt better and her glucose had risen to 123mg/dl. Customer was asked to return the test strips for evaluation. New meter and strips were sent to her.